Event description:
A stonetome stone removal device was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008. According to the complainant, upon handling the device."...the blade... Failed to stand up properly." No pt complications were reported as a result of this issue and the pt's condition was reported as "good" following the procedure.

Manufacturer narrative:
A visual examination of the returned device identified a broken cutting wire. The broken cutting wire was bent and appeared blackened (figure 1); this exam indicates that excessive electrical current flowed through the device. Although the cause of the excessive current is unknown, possible causes include: improper tome positon allowed the cutting wire to contact the endoscope which resulted in a short circuit and excessive power was applied to the cutting wire due to improper generator settings. The device history record for the lot was revised; no anomalies were noted. A review of the complaint database did not identify any additional complaints for this lot. The 2008 15-month stonetome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted associated with this complaint.